Manufacturer narrative:
Updated fields: h6(component code). Corrected fields: h6(type of investigation). Testing of actual/suspected device (10): the getinge field service engineer (fse) that encountered the issue, replaced the batteries, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Pm was then completed, and the iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Event description:
N/a.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) battery failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4,e1(site country), (type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.